Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse identified the cause of the issue was a dirty flow cell and carbon bridge. The fse replaced the carbon bridge and flow cell resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported their dxc 800 pro clinical chemistry analyzer generated erroneous low sodium (na) patient results. The patient results were reported out of the laboratory; however there was no change in patient treatment in association with this event. The samples were rerun on a different instrument with results considered correct. Quality control (qc) results before and after the event were within the laboratory's established ranges.